Event description:
It was reported that a large volume infusor had a black mark on its reservoir. It was not specified whether the mark was inside of the fluid pathway. This was found after filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 1, 2014 - september 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.